Manufacturer narrative:
Date sent to the FDA: 06/12/2020. Summary: 1. Possible lot pmcghqb0: it was reported performance breakage suture. It was received for analysis two unopened samples of product code w9962, lot pmcghqb0. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. Per the condition of the samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements. 2. Possible lot pkcbxwb0: it was reported performance breakage suture. It was received for analysis two unopened samples of product code w9962, lot pkcbxwb0. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. Per the condition of the samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch pmcghqb0 manufacturing date: 11.28.2019; expiration date: 04.30.2025. Batch pkcbxwb0; manufacturing date: 09.10.2019; expiration date: 02.28.2025. The manufacturing record evaluation was performed for possible lot pmcghqb0 and identified a non conformance, which was raised to address the event reported. The necessary actions have been taken to address the issue. A manufacturing record evaluation was performed for the finished device w9962; possible lot pkcbxwb0 number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent episiotomy repair on (B)(6) 2020 and suture was used. The suture broke at the time of sewing the muscularis vaginalis during the surgery of episiotomy and repair. Changed to another device to complete the surgery. There were no adverse patient consequences reported.